Manufacturer narrative:
The evaluation included reviewing the complaint, trending data, instrument service history as well as labeling in the architect system operations manual. The field service representative (fsr) reviewed the instrument logs and the sample wash was at the high end of normal and the r2 wash pressures were at the low end of normal. This issue was resolved by replacing the probe wash pump. Follow-up with the customer revealed no further issues have been observed. The architect serial (B)(4) service history did not identify any contributing factors on or around the date of the complaint. There was no subsequent contact from the customer regarding erratic/discrepant results. A 12-month search for similar complaints did not identify an adverse trend or systemic issue for the probe wash pump. A review of tracking and trending data for clinical chemistry systems (c16000) revealed no issues or adverse trends related to the current complaint. No nonconformity for the probe wash pump was identified. The architect system operations manual and architect c16000 system service and support manual provides labeling with regards to component replacement, limitations of result interpretation, and troubleshooting the reported issue. A systemic issue and/or product deficiency was not identified.

Event description:
The account generated false elevated architect magnesium result of 1.1 mmol/l on (B)(4) that repeated 0.5, 0.5, 0.5 mmol/l when processing on the architect c16000 analyzer. The account uses a normal magnesium reference range of 0.6 to 1.00 mmol/l. No impact to patient management was reported.